Event description:
Manufacturer's ref #: (B)(4)

Manufacturer narrative:
Investigation is based on picture received. According to the picture, the support arm broke at the joint nearest to the bracket. The support arm is a casting and it most probably developed a crack at an earlier occasion either by overloading or impact and this led to the reported breaking. The support arm has been successfully tested for mechanical strength and is designed according to standard. It is unknown under which circumstances the support arm broke.

Event description:
It was reported that the clamp of the support arm for fastening to the ventilator broke. There was no patient involvement. Manufacturer's ref. #: (B)(4).